Event description:
It was reported that during a routine device changeout it was noted that the right ventricular (rv) lead presented with the lead programmed unipolar. The bipolar impedance and threshold tested high, and bipolar impedance was higher than unipolar. The lead was functioning fine in unipolar so the physician left the lead in place and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4058 implantable pacing lead (B)(6) 1990. (B)(4).